Event description:
There was a reported malfunction identified by code malf 1, which was not resettable, and technical support decided to replace the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. The customer was instructed to use an alternate form of insulin delivery, mdi, as a backup and was given guidelines on setting the pump into storage mode before returning it. The replacement pump was sent with confirmation of the shipping address and the requirement for a signature upon delivery. Instructions were also provided for returning the problematic pump.